Event description:
Allegedly the patient was revised due to metal on metal, and high ion levels. Head and neck were pulled and were replaced with the same neck and a 28mm long ceramic head that was put in a stryker dual mobility liner. The following component have no alleged deficiency and were not revised during this surgery: profemur® z stem pha00238 lot # s08110988 qty. 1.